Manufacturer narrative:
The reported issue was confirmed. The exact root cause is covered/investigated under CAPA #1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause - inadequate verification and validation activities of the crimping process - single pull test did not provide stability of process - evidence was not provided when requested for maintenance of records or crimp tools - no crimp cross-sections provided" the device was evaluated upon receipt. There is evidence of electrical overstress between the connection of the power inlet module and the ac main voltage circuit card. Preventatively replaced the power inlet module and the ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the complaint is addressed by existing CAPA. The labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient temperature shifted 33.2c for target temperature 36c. It did not improve after replace bladder temperature sensor. Per sample evaluation results received via task on 16aug2024, it was reported that there was evidence of electrical overstress between the connection of the power inlet module and the ac main voltage circuit card.